Event description:
The customer reported that .5 ml of diluted blood leaked from the lh750. The leak was not contained inside the instrument. Customer stated instrument also generated diff vote outs. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) spoke to customer via telephone and was informed that customer had resolved issues. In an additional communication the fse stated that leak came from torn tubing going to the top of the diff mixing chamber (vc25). He also stated that the technicians that work at night at the site do a lot of troubleshooting on their own and had replaced the tubing on top of the diff mixing chamber to resolve the issues. (B)(4).